Event description:
It was reported that the surgeon was using a transbuccal drill-guide complete recon 2.7. The 'spare-trocare' has loosen while the surgeon was threading in the transbuccal drill-guide. Surgery was delayed for 40 minutes.

Manufacturer narrative:
Investigation results were made available on 07/13/2015. No trend was identified. No DHR available. It is reported that when the surgeon was screwing in the transbucal drill guide the spare trocar got loose. No device and no source documents were provided for review. Possible root causes: instrument breaks, deforms or inadequate function, due to excessive deterioration of instruments during long term use. Damaged instruments, implants, body or wrong operational step - due to surgeon or operating room staff unfamiliar with implantation technique. Instrument breaks or deforms - due to damage of instrument through incorrect use (e.g. Breakage, etc). Possible - it is not known how the surgeon handled the instrument since was not returned for investigation. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The MFR did not receive devices, x-rays or other source documents for review. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's ref number of this file is (B)(4).